Event description:
Hill-rom received a report from the account stating the bed scale was not reading correctly. The bed was located at the account on the 3rd floor c sicu 20. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech found the scale need to be recalibrated. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech recalibrated the scale to resolve the issue. Based on this info, no further action is required.